Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have depleted batteries. Customer reported there were no patient injuries or medical intervention associated with this report.

Manufacturer narrative:
Evaluation summary: the device was evaluated at a baxter service center. Inspection of the device revealed the batteries were depleted to a potentially damaging level. The batteries were replaced and the device was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.